Event description:
It was reported that during the middle of the procedure, the tip of the wholey guide wire became caught in the pigtail stent, causing damage approximately four inches from the guide wire tip. This is being reported based on the returned product evaluation that revealed a separated guide wire.